Manufacturer narrative:
(B)(4). Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: detached retainer, broken reservoir tube lip, missing o-ring (reservoir tube), missing display window cover, pillowing keypad overlay, stained keypad overlay, scratched case, broken battery tube threads, cracked case-corner of belt clip rails, cracked belt clip rails, and label damage (faded). Cosmetic damage was confirmed at the reservoir tube and battery tube.

Event description:
Information received by medtronic indicated that the insulin pump cracked reservoir compartment and battery. No harm requiring medical intervention was reported. The device will be returned for analysis.